Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient had a break in aseptic technique during continuous ambulatory peritoneal dialysis (pd) which caused recurrent peritonitis. The break in aseptic technique was further described as a touch contamination. The recurrent peritonitis was manifested by cloudy effluent. The patient was not hospitalized for the recurrent peritonitis event. On the same day as the onset, the patient began treatment with vancomycin intraperitoneally (2 grams once every four days, duration not reported), ceftazidime (1 gram once a day intraperitoneally), and oral fluconazole (50 milligrams once per day, duration not reported) for the recurrent peritonitis event. After six days of treatment with ceftazidime, that treatment was discontinued. It was not reported if physioneal and extraneal therapies were ongoing. The patient was recovering from the recurrent peritonitis and was scheduled to have the peritoneal dialysis catheter replaced in the month after this episode of recurrent peritonitis occurred. It was not reported if the patient was retrained on proper aseptic technique. Additional information was requested but is not available.